Event description:
The facility reports two cnas were transferring a resident from the wheelchair to her bed when the lift failed. The resident dropped to the floor, hitting her head on the wheelchair. Her buttocks and elbow made contact with the floor. The facility stated that the cradle fell off the boom; the scale was still attached to the lift. No injuries were reported.

Manufacturer narrative:
The problem pertains to the locknut that serves to secure the spreader bar adaptor. This locknut is located at the bottom of the scale and can loosen under certain conditions. A safety advisory notice was sent to the client and a technical advisory notice was sent shortly thereafter. It was recommended the customer have this prod and all similar products inspected and repaired by a qualified technician, as per the tan, and that these actions be recorded.